Manufacturer narrative:
Results: the penumbra system 3max reperfusion catheter (3max) was fractured approximately 25.0 cm from the hub. The 3max was kinked approximately 26.0 cm from the hub. Conclusions: evaluation of the returned device revealed that the 3max was fractured and kinked. These damages likely occurred due to forceful handling of the device during insertion into the 5max ace. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, while attempting to advance the penumbra system 3max reperfusion catheter (3max) through the penumbra system 5max ace reperfusion catheter (5max ace) outside of the patient's body, the physician had difficulty and inadvertently kinked the 3max. The 3max became kinked prior to use and therefore, was not used for the procedure. The procedure was completed using a new 3max and the same 5max ace.